Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx1069 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that when an entire PICC was removed it was noted there was a split in the catheter. No residual PICC. No reported patient injury. On (B)(6) 2018 - the facility reported the following: catheter was removed as there was swelling noted approximately 1-2cm above insertion site when flushed with saline during routine maintenance. All documentation prior to this visit (during chemotherapy administration) stated that the PICC was aspirating blood briskly and flushing freely. Site nad. Plan was to insert another catheter prior to next cycle of chemotherapy. Split in catheter noted after removal." The catheter team was called to review the catheter as outpatient staff unable to aspirate blood. 1-2cm above insertion site, swelling noted when catheter flushed with saline. No intervention was reported other than line removal. Complainant confirmed there was no lasting harm to the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded:the complaint of a split in the catheter was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 8cm depth marker. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned with short longitudinal splits at both ends. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). A permanent kink impression was seen in the tubing between the 6cm-7cm depth markers (approximately 1.5cm from the split site). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rebx1069 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when an entire PICC was removed it was noted there was a split in the catheter. No residual PICC. No reported patient injury. 9/5/2018 - the facility reported the following: catheter was removed as there was swelling noted approximately 1-2cm above insertion site when flushed with saline during routine maintenance. All documentation prior to this visit (during chemotherapy administration) stated that the PICC was aspirating blood briskly and flushing freely. Site nad. Plan was to insert another catheter prior to next cycle of chemotherapy. Split in catheter noted after removal." The catheter team was called to review the catheter as outpatient staff unable to aspirate blood. 1-2cm above insertion site, swelling noted when catheter flushed with saline. No intervention was reported other than line removal. Complainant confirmed there was no lasting harm to the patient.